Event description:
Device 2 of 2. MFR. Reference report#: 1627487-2019-01375.

Manufacturer narrative:
The results/method and conclusion along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2019-01375. It was reported that the patient was not receiving adequate therapy from her scs system. As a result, the patient's system was explanted.